Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10143. It was reported the patient has trigeminal neuralgia with pain in her right face/jaw area. The patient had effective stimulation initially from her pns leads (off label use), but now needs additional coverage in the cheek area. The patient underwent surgical intervention on (B)(6) 2015, where the physician added an additional pns lead in her right cheek and a dual extension to the existing leads. The patient is now receiving effective stimulation.